Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communication with her ipg after undergoing a cervical rf ablation procedure on (B)(6) 2017. The magnet was used to turn off stimulation prior to the procedure; however it was not able to turn therapy back on after. The abbott representative was unable to resolve the issue through troubleshooting.

Event description:
Follow up information identified the patient underwent surgical intervention where the ipg was replaced with a new one. The patient is now receiving effective stimulation.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.